Event description:
Hosp ep staff report that during an attempt to deliver a shock to a pt in v-tach the device would not deliver a shock. Disposable defibrillation electrodes were attached to the pt, when the charge key was pressed the charge box came up indicating the device was charging to the selected energy. When the shock key was pressed nothing happened. The device operator stated, when the shock key was pressed the screen displayed a message, the pt's waveform was displayed on the screen at that time. Power was cycled to the device and a shock was again attempted without success. A back up device was retrieved, the same defibrillation electrodes were used and a successful shock was delivered to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation, just a delay in delivering a shock.